Event description:
Customer reported erroneous differential results were obtained when using the coulter lh 750 hematology analyzer. There were no instrument generated flags for the presence of blast cells. The automated differential results were determined to be erroneous when compared to the manual blood smear differentials which contained blast cells. Erroneous test results were not reported out of the lab. No reports of death or serious injury and no affect to pt treatment as a result of this event. This event represents event 3 of 3 events reported by this customer for multiple samples from one pt tested on different days with different analyzers.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. Flagging preferences are set to (3302), which is high-level for blast, variant lymphocytes; and mid-level for imm ne 2; and off for imm. Ne 1. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Service was not dispatched. Raw data analysis was conducted. Root cause, based on raw data analysis, is that the samples had abnormal monocyte/lymphocyte populations. The features from the abnormal patterns were not significant enough to trigger the blast flagging rules in the algorithm. There were nucleated red blood cell counts of >2.0% with instrument generated r (review) flags. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add¿l reportable events. This MDR represents event 3 of 3 reported. This MDR is related to the following mdrs that have been reported. MDR 1061932-2011-01218, 01219.